Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 136 and 460 mg/dl. The expected fasting blood glucose test result range is 92 to 120 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 95 and 86 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 136 mg/dl (B)(6) 2017 11:35 am fasting: yes, 2:460 mg/dl (B)(6) 2017 09:47 am fasting: yes. Customer called regarding results that she is getting from her meter. Customer states that results are erratic when she took a back to back blood test. Customer is feeling well at this time and is not having any symptoms related to her diabetes. Had customer perform a back to back blood test with results of 95 and 86 mg/dl fasting.